Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within a week of implant, the right ventricular (rv) lead exhibited a spike in thresholds to high levels, and there was a suspected loss of capture observed during an episode of atrial fibrillation (af). The lead remains in use. No patient complications have been reported as a result of this event.